Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant and patient is being monitored due to unknown reason. Since implant date is unknown the complaint will be handled as a case prior to (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. Since implant date is unknown the complaint will be handled as a case prior to (B)(4). The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. An updated report will be submitted is additional information will be received. (B)(4).